Manufacturer narrative:
(B)(4). Evaluation: baxter received one sample for evaluation. During visual inspection a leak was observed at the connectivity of the blue winged luer cap and the white luer, therefore the condition was confirmed. The cause was due to operator error, failing to properly secure the winged luer cap. There was a quality alert and subsequent awareness training for this problem in (B)(4) 2013. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in a low volume infusor. This was observed while the device was being stored. The customer stated that the infusor had been filled with morphine, ketamine, metazelan, lindokain, diksametazine and 0.9% saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured between 02/07/2013 and 02/08/2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device has been received by baxter, but the evaluation has not yet been completed. Should additional relevant information become available, a supplemental report will be submitted.